Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Report date: 11aug2021. There was no patient involvement.

Event description:
The biomed customer called into technical support (ts) reporting that the device is displaying diagnostic code 1122 blower temperature high. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised customer to check the cooling fan and air inlet filters. Customer is reporting neither are extremely dirty nor worn. The biomed customer is going to run the unit for 24 hours to attempt to reproduce the problem.